Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the high voltage connectors and performed a filament calibration. The system operates as intended.

Event description:
The customer reported the system would not produce x-rays. No patient injury was reported.